Event description:
It was reported that the device powers on and off on its own. Customer reported that during monitoring, after surgery, the company logo appeared and displayed "went on showing logo and nothing else". It was reported that there were many attempts to turn the device off w/out success and the display eventually turned off 10 min later. There were no consequences or impact to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.